Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that balloon inflated per manufacturing instructions. No resistance was noted on inflation. The securement device did not work as catheter had fallen out. The balloon appeared to have popped. There was no harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 2413400864 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.